Event description:
The customer reported the device alarmed vent inop due to a data acquisition pcb adc reference failure. There was no patient harm.

Manufacturer narrative:
Patient information was requested. None has been provided.

Event description:
The customer reported the device alarmed vent inop due to to a data acquisition pcb adc (printed circuit board / analog digital converter) reference failure. There was no patient harm.